Event description:
The pt reported the pod adhesive started to come loose from the infusion site after 24 hrs of pod wear. She also taped it with medical tape to help keep it from falling off during the day. The next morning (09/16); the pod had come completely off and it was lying next to her on the bed. At 9:00 am she was able to activate a new device; her blood glucose was reading 20.7 mmol/l (373 mg/dl) and she had ketones of 2.8. She was feeling sick, light headed and short of breath; by 10:30 am she was hospitalized. At the hosp, she had ketones of 3.9 and she was given an intravenous drip. An hr later she was discharged from the hosp and her ketones went down to 0.4.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any defect could have contributed to the reported adhesion issue, hyperglycemia and hospitalization. Adhesion issues can be due to variations in skin condition. Qualification records were reviewed and the product lot met all acceptance criteria.